Manufacturer narrative:
Section a3 and a4: patient gender and weight were not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's battery charger and battery had water damage. Loaners were requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the 14v li-ion batteries was unable to be confirmed as no images were submitted and no product has been returned. The provided information indicates the water damage occurred during travel and an exchange for the ubc and batteries was requested. Multiple attempts were made to obtain additional information regarding the serial number of the batteries, related alarms, and status of any product return; however, no additional information has been received and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the 14v li-ion batteries not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, instructs the user to keep the 14v li-ion batteries clean and dry to avoid damage. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.